Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that the casing for her onetouch delica lancing device was cracked or broken. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2015 at 01:00am. The patient detailed that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged inaccuracy. The patient claimed that ¿one hour¿ after the alleged device issue occurred she developed symptoms of feeling ¿clammy and lightheaded¿ however denied receiving any treatment. During troubleshooting the customer care advocate (cca) noted that the patient was using the correct lancets and there was no apparent misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged device issue occurred.